Event description:
It was reported that at a follow up appointment, low impedance and a high capture threshold resulting in loss of capture was observed from the right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the rv lead had dislodged and perforated the septum of the left ventricle. The rv lead was surgically capped and abandoned and a new rv lead was implanted to resolve the event. The patient was stable with no additional adverse consequences.